Event description:
Caller states that the customer tested obtained results of approx 500mg/dl and approx 190mg/dl on the same device within minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.